Event description:
The customer reported that the fast stop was activated without command. This will cause the system to shutdown. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fast stop cables were replaced. The system was then found to be operating as intended.